Manufacturer narrative:
The hill-rom technician found all four casters, both brake steer links, and all 4 dowells inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced all four casters, both brake steer links, and all 4 dowells to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account in room 61. There was no patient/user injury reported. (B)(4).